Manufacturer narrative:
The complaint investigation for a false non-reactive architect syphilis tp reagent, lot number 41307be01 result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of the complaint lot. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Labeling was reviewed and found to be adequate. Device history record review did not identify any non-conformances or deviations with lot 41307be01 and the complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed, all controls met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. Based on our investigation, no systemic issue or deficiency with architect syphilis tp reagent, lot number 41307be01 was identified.

Event description:
The customer observed a false nonreactive architect syphilis tp result for one 50 year old female dialysis patient that is at uremic stage of chronic renal insufficiency. The patient was reactive with other methods. (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): tested on (B)(6) 2023 architect initial result = 0.44. Tested on (B)(6) 2023 autobio(chemiluminescence) = 8.570 reference range: >/=1.00 s/co is reactive. Tppa result = positive, prp: 1:1 positive no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.